Manufacturer narrative:
No product returned. The cause of the air in purge alarm could not be determined as the product was not returned, the data log review was inconclusive, imc logs were not recovered, and insufficient clinical details were provided. The cause of the gastrointestinal bleed was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that they encountered air in purge and the patient had gastrointestinal (gi) bleeding during impella 5.5 support. It was reported that the distal end of the purge tubing was found broken in the pump check valve and that there was an air in purge alarm. The staff was unable to remove from the tubing piece from the check valve. No further intervention was noted and support was continued. Also, the patient had a gi bleed for which anticoagulant was withheld.